Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted, and then a non-boston scientific catheter was inserted into it. The sheath was flushed successfully, but after aspiration was performed air was observed in the syringe and the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. The faradrive was visually inspected upon return. No outer abnormalities were noted. The faradrive steerable sheath was leak tested and did not pass leak tests. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The internal hemostatic valve had tears affecting its slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted, and then a non-boston scientific catheter was inserted into it. The sheath was flushed successfully, but after aspiration was performed air was observed in the syringe and the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.